Event description:
A report was received that the patient was experiencing pain in her legs when her stimulation is turned on. The patient's leads had migrated and the physician elected to try different injections instead of a lead revision.

Manufacturer narrative:
This is the final report.